Event description:
Related manufacturer report number: 1627487-2024-00008. It was reported that wound dehiscence was observed at the patient's right dbs lead site. As a result, the patient underwent surgical intervention during which the right lead and burr hole cover were explanted, resolving the issue. The patient was put on antibiotics post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
A patient infection was reported to abbott. It was determined the wound dehiscence was observed at the patient's right dbs lead site. The patient underwent surgical intervention during which the right lead and burr hole cover were explanted. The patient was put on antibiotics to address the issue. The infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient's infection had resolved.